Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2004, this pt was implanted with an iliac extender component. On (B)(6), 2004, this pt was implanted with a contralateral leg component. On (B)(6), 2005, this pt was implanted with an additional contralateral leg component. Further investigation is being conducted.